Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use (IFU) states, "do not retract prior to full deployment."

Event description:
Procedure performed: robotic hysterectomy with lymph node dissection. Event description: bag fell off the metal prongs before specimen was ready to be retrieved. Product is available for return. Intervention: a new device was used to complete the case. Patient status: ni.

Event description:
Procedure performed: robotic hysterectomy with lymph node dissection. Event description: bag fell off the metal prongs before specimen was ready to be retrieved. Product is available for return. Intervention: a new device was used to complete the case. Patient status: ni.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.